Manufacturer narrative:
The customer contacted siemens to report a discordant, falsely high tobramycin test result was obtained from an atellica ch 930 instrument. Siemens evaluated instrument log files and concluded the discordant test result was due to an atypical reagent 1 aspiration/dispense into the cuvette. Log file data shows a depressed reagent one monitoring value for the discordant test result as compared to its repeat value and other tobramycin test results generated that day. The discordant result was the first result from a new reagent pack and reagent well. No additional discordant test results were reported. The cause of the discordant, falsely high tobramycin was a reagent aspiration problem. The instrument is performing within specifications. No further evaluation the instrument is needed.

Event description:
A discordant, falsely high tobramycin test result was obtained from an atellica ch 930 instrument. The same sample was repeated with auto-dilution based on the initial test result on the same instrument. Both test results were flagged as being above the assay range for tobramycin. The original sample was repeated, and a lower test result was obtained. There are known reports of patient intervention, or adverse health consequences due to the discordant, falsely high tobramycin test results.

Manufacturer narrative:
The initial MDR 2432235-2020-00196 was filed 25-feb-2020. Corrected information 6-feb-2020. There are no known reports of patient intervention, or adverse health consequences due to the discordant, falsely high tobramycin test results. Section h10: the initial discordant result was the first result from a new reagent pack and reagent well. No additional discordant test results were reported. The cause of the discordant, falsely high tobramycin results was a reagent aspiration problem.